Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this aortic mechanical valve, the valve was explanted and replaced with an unknown device. No further information has been received. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 21 years and 3 months post implant of this mechanical valve, the valve was replaced with an aortic root homograft due to endocarditis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.